Manufacturer narrative:
Proceeded with the following testing to ensure proper functionality of the unit. P-cap locked in place properly during testing. Unit failed self test due to bleeding display from dog chew marks. Unit was downloaded and with adapt no relevant alarms were noted. Proceeded by cutting the unit open and performing a visual inspection of the connectors and the electronic stack. Per visual inspection, it was determined that the dog's chew marks had caused a vast disruption of cosmetic and internal damage within the unit, isolating the electronic and lcd assemblies. The unit had received missing lcd segments, bleeding lcd, cracked battery tube threads, damaged display window cover, keypad overlay texture damage, pillowing keypad overlay, cracked display window corner, dog chew marks, cracked reservoir tube lip, scratched case, cracked case, and a cracked lcd window. In conclusion, the unit was received with a partial display due to dog chew marks creating a vast amount of damage, thus the unit was isolated to the electronic and lcd assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issue with the pump's screen that was damaged. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed and found blank display. The customer inserted a new fully charged battery and display did not return to normal or self test failed. There was crack on the screen and display window cover. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880l was requested and the customer response was that the device will be returned.